Manufacturer narrative:
The reported event of cracked bezels has been opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Customers reporting cracking bezels is a known issue for the devices itemized in this complaint. (B)(4). No qn or service history was preformed because it would add no value or benefit to the complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue .a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that starting with the may, 2017 preventative maintenance inspections of their pump module fleet of 1393 units, biomed has discovered a higher than expect amount of bezel cracks (57.5%) which required repair prior to returning the devices to patient care areas. To date, 52.5% (727 bezels) were initially replaced (part #10964559), and some devices which had been repaired required a second bezel replacement (74 units =10.2% )(part #49000204). No patient involvement was reported.